Event description:
Reportedly, tried to open the pouch in the cavity, it disengaged from the ring. Used another device. Sex: unk. Procedure: spleenectomy.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA